Manufacturer narrative:
Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified that the patient allegedly received an implant on (B)(6) 2006 via the right femoral vein due to trauma which resulted from a motor vehicle incident. The patient is alleging the device is unable to be retrieved and deep vein thrombosis. The patient further alleges large abdominal wall varicosities/venous collaterals (2013), a large painful and uncomfortable lump on abdomen which is also unsightly and gets in the way of belts and pants, anxiety, emotional trauma and discomfort when sitting for long periods of time due to bubble [sic] and thrombosed vein (2008) in lower abdomen. Per the (B)(6) 2013, computed tomography-abdomen and pelvis with contrast: " findings: vascular: an umbrella is present within the superior vena cava. The inferior vena cava inferior to the caval filter is not well delineated and is not opacified. Ultrasound correlation is recommended if clinically indicated. Some retroperitoneal collateral flow is identified which appears slightly less pronounced than on the prior study 2007. The vasculature is otherwise unremarkable. Impression: inferior vena cava filter in place with incomplete evaluation of the inferior vena cava inferior to the filter. Ultrasound correlation is recommended if clinically indicated".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b5, h6 (patient codes). The following fields were updated per additional information received: h6 (method, result and conclusion codes). H6 patient code(s): pain, abdominal (1685) and anxiety (2328) were added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Unable to retrieve, dvt, large abdominal wall varicosities/venous collaterals, deep vein thrombus, painful abdominal lump, anxiety and emotional trauma. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dvt and abdominal wall varicosities/venous collaterals are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported painful abdominal lump, anxiety and emotional trauma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges, "painful abdominal lump, anxiety, emotional trauma".